Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: (B)(6) 2016 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via manuf acturer¿s representative (rep) regarding a patient. The rep reported that the patient stopped feeling stimulation. The rep reported that the patient hadn¿t had enough stimulation on her back since implant on (B)(6) 2015. The rep reported that it was ¿working great for her legs but she would like to feel it more in her back.¿ additional information was received from the patient on (B)(6) 2015. The patient reported that they had an injection last friday and still wasn¿t very helpful. Additional information was received from the patient on (B)(6) 2016. The patient reported that a rep came to the hospital but was not able to get it across her back. Additional information was received from the patient on (B)(6) 2017. The patient reported that the lead was twisted. The patient reported that it was discovered from imaging for an unrelated issue by a healthcareprovider in (B)(6). The patient reported that a revision occurred. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had surgery in order to resolve the issue of the twisted lead. The patient stated that they had no idea what circumstances led to the issue. It was noted that the issue was resolved. No further complications were reported or anticipated.